Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, ran through a full insulin cartridge overnight without achieving glycemic control, changed to a new site with no recovery from a high cgm reading, then disconnected the pump and used multiple daily injections to stabilize before planning to reconnect. Symptoms included feeling unwell. Outcomes included temporary disruption of usual therapy, need for corrective subcutaneous insulin by pen, and device alerts for sustained high glucose. The user later confirmed glucose returned to range and reported two prior infusion sites that were not working, with no observed cause specified. Investigation included device/consumable troubleshooting with user interview and use-pattern review. Investigation of this case revealed no confirmed device malfunction and that the user was using an inset 23" 6 mm infusion set. It was concluded that the event was hyperglycemia with an unclear cause, possibly related to infusion site performance, and that education and troubleshooting were completed.